Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the manifold valve assembly was stuck. Additional malfunctions include the tie wraps were leaking, and the clamps were leaking.